Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A literature article reported a mild decentration of the iol due to capsular contraction with repositioning of the iol. No further information is expected.